Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a failed battery test and a blank display on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer stated that the pump was not dropped or bumped. Customer does not have a new battery to test with the pump. Customer will be shipped a replacement battery cap as a courtesy. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer followed-up and stated that his blood glucose level that morning was 100 mg/dl. Customer inserted an off-brand battery and stated that the pump is fine now. No further assistance needed.